Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that a ventilator inoperative alarm occurred after turning the device on. A machine flow drift high error code was found in the device log. The machine flow sensor was replaced to resolve the issue. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.